Manufacturer narrative:
Concomitant medical product: 7122 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported "bloody drainage" from the incision site about a month after the device changeout. On examination of the site, the physician noted that there was a small dark/purple area that drained serosanguinous fluid from a pin point opening in the incision. Due to the patient being very thin and fear of impending skin erosion, the patient was given prophylactic antibiotics and scheduled for a pocket revision. No evidence of infection was noted at the revision. The device remains in use. No further patient complications have been reported as a result of this event.